Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. On (B)(6) 2015, emi identified detected as a vf event leading to inappropriate shock. Rv pacing impedance on (B)(6) measures zero ohms. (B)(4).

Event description:
It was reported that in the operating room during an unrelated procedure there was a zero impedance reading for the right ventricular (rv) tip to rv coil vector from the implantable cardioverter defibrillator (ICD). It was further noted that electromagnetic interference from cautery was sensed and tripped the lead integrity alert (lia). There was a defibrillation in the operating room as well. The lead impedance was checked the day after the unrelated procedure and was out of the normal range. Repeat measurements of the rv tip to coil were lower than previous. The patient will be monitored and the ICD remains in use. No further patient complications have been reported as a result of this event.